Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 23 g x 1 in the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that needle would not inject. Nurse went to give an im injection and went to pull back with no problem but needle would not inject.

Event description:
It was reported while using bd safetyglide¿ needle only, 23 g x 1 in the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that needle would not inject. Nurse went to give an im injection and went to pull back with no problem but needle would not inject.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 26-apr-2022 investigation summary: one loose safetyglide needle (p/n 305902) and a strip of top web from batch 1116351 was received. The sample was visually evaluated under magnification. It was determined that the cannula was clogged as light unable to pass through the hub and a greyish white material was present in the bottom of the cannula on the blunt side. The condition observed at the packaging site is non-conforming per product specification. The sample was sent to the needle manufacturing site for further evaluation and investigation. At the needle manufacturing site, one sample was received. It has no plastic shield and the safety mechanism has been activated. A visual inspection was performed and inside of the needle hub at the joint to the needle residues of a yellowish substance observed, possibly from the time the sample was used. The sample was then connected to a syringe with saline solution. The solution was expelled with normal flow. A device history record review was completed for provided lot number 1116351. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. These conditions are occurring at or below their expected frequency. Therefore, no corrective actions are required for the needle packaging site at this time. Based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed at the needle manufacturing site.